Event description:
It was reported that, pt is experiencing pain since the surgery and it is getting worse. Pt stated that it hurts to walk, and that she is in pain most of the day. Pt stated that the right area of the hip is swollen and bone scan shows prosthesis is loose. Pt is following up with her doctor.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device reference in this report (including x-rays and medical records) was requested. Should additional information becomes available, the evaluation summary will be submitted in a supplemental report.